Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: online review.

Event description:
Customer experiencing a positive sars result for 8 weeks. Unknown if confirmation testing was performed or symptomatic status. Contact with customer for further information is not available. Report 8 of 8.